Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer replaced solenoid, drawer board, retractor band, tboard, row board cable and drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had no power. The customer reported that there was a burning smell. There were no adverse events or injuries reported based on this event.